Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted concurrently with cystoscopy, colpopexy and posterior repair due to sui and rectocele. It was reported that following insertion the patient experienced pain, urinary problems, dyspareunia, vaginal prolapse, rectocele, and cystocele. On (B)(6) 2012 and (B)(6) 2012, the patient underwent two surgical procedures and interstim mesh was implanted due to urinary control. It was reported that patient underwent anterior repair procedure on (B)(6) 2013, a laparoscopy on (B)(6) 2014, and a robotic lysis of adhesions and cystoscopy on (B)(6) 2014. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.